Manufacturer narrative:
E1: complete establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a laparoscopic urological surgery using the high flow insufflation unit, the pneumoperitoneum pressure fluctuated significantly without any clear cause. The device alarm sounded, and the pressure rose. Thereafter, the patient went into cardiac arrest and is hospitalized in the intensive care unit. The procedure could not be completed. After the malfunction, the product was not replaced. The physician¿s opinionated that during the procedure (laparoscopic total nephrectomy) it was discovered that the patient developed a pulmonary embolism, causing the pneumoperitoneum pressure to become unstable and therefore increase pressure on the diaphragm from the lung side. Therefore, the physician believed that the cause was not the device malfunction and that no special inspection was necessary. Device inspection was carried out using a pneumoperitoneum checker. There was nothing wrong with the actual product, and the numbers were within the appropriate range. On further follow-up the customer indicated that the abdominal pressure became unstable about 50 minutes into the procedure, ("doctor didn't detect leakage") the pneumoperitoneum pressure fluctuated greatly (4mmhg to 12mmhg) and the patient's blood pressure dropped at the same time. The surgery was aborted in progress. She died the day after cardiac arrest ((B)(6) 2024). It was believed that the patient had concurrent aortic valve stenosis, which may have caused the issue. The patient was sent to the ICU due to cardiac arrest but was confirmed dead the next day. It is unknown which drugs were infusing at the time of the procedure. The customer thinks the cause of death was a complication of aortic valve stenosis and/or pulmonary embolism. No specific known interventions and medication information is made available and only information available was that the patient was hospitalized in ICU. Device settings noted were: pressure: 10mmhg. Relief mode: off. Alarm delay: 0 sec. Flow rate: low 0.1, normal 9, high 24 (l/min). The functional mode device output was between 4mmhg t0 12 mmhg. The device was not inspected before use. The overpressure alarm sounded.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to field (h3). The device was evaluated by olympus. Olympus could not confirm or reproduce the abnormality of the device. Additionally, the error log was checked, but no error log indicating a device error was recorded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is judged that the overpressure operation was normally detected and the overpressure alarm was sounding. However, the reported event could not be replicated, and the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.